Event description:
It was reported on or about (B)(6) 2006, the patient underwent an extensive surgery to his lumbar spine. The surgery included the installation of hardware designed by synthes and took place in (B)(6). It was also reported that on or about (B)(6) 2009, the patient underwent another series of lumbar back procedures which also included the installation and/or replacement of hardware, also manufactured by synthes. These procedures also took place in baton rouge, louisiana. No earlier than (B)(6) 2013, the patient was made aware via a CT scan of his spine, that a rod had snapped, causing injuries. It is reported that synthes peek cage, along with a competitor's product, and the synthes pangea pedicle screws were what injured the patient. In addition to the snapped rod, it is reported that the patient suffered physical injury, physical pain and suffering and mental anguish and distress. This report is for an unknown rod. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for a rod, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The operating room implant log was received. The log lists a synthes opal cage not a synthes peek cage as originally reported.this is report 1 of 1 for (B)(4).